Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58, lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to high thresholds. It was also reported that the right atrial (ra) lead was capped and replaced due to a borderline low impedance of 216 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra and rv leads were both explanted.